Event description:
It was reported by the patient that the vns was a bother to her and when it would go off, she would throw up. Patient is trying to have it removed. The vns turned to the lowest setting. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.